Event description:
Elderly male had history of primary left total hip replacement in early 2006 with a wright medical z stem. He did well postoperatively, returning to an active life style and both legs were of equal length. In summer of 2010, after walking on his treadmill, he felt a significant pop in his left hip, followed by leg pain and disability. He underwent revisional surgery shortly thereafter, requiring a proximal femoral osteotomy for removal of the stem of the old implant.